Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's proportional valve and machine flow sensor were replaced to address the issues. In addition of the above evaluation, clogging of inline filter of active exhalation control module was confirmed by disassembly investigation and inline filter was replaced. Since dirt was confirmed, vanity cover was replaced. The technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and the software was uploaded, which were not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report, "legacy complaint ID" was incorrect. In this report "legacy complaint ID" has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's proportional valve and machine flow sensor were replaced to address the issues. In addition of the above evaluation, clogging of inline filter of active exhalation control module was confirmed by disassembly investigation and inline filter was replaced. Since dirt was confirmed, vanity cover was replaced. The technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and the software was uploaded, which were not related to the malfunction/issue. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.